Manufacturer narrative:
The incident device has been received and is currently under evaluation. A follow-up report will be issued once the evaluation is complete.

Event description:
The report stated that during a laparoscopic colon procedure, after several sealing's, oozing bleeding occurred. The surgeon completed full sealing cycles with confirmed end tones. The surgeon then used another device to complete the procedure.